Event description:
The home pt (hp) using a homechoice system, contacted technical svc rep (tsr) and alleges that the machine is putting air into her system. The hp was at connect yourself and check pt line, connectd and saw that the line was not primed. The hp had placed a mini cap on the pt line and was advised to loosen it, after which, the line primed. The hp fell quite strongly that the homechoice should have an alarm if the priming is not complete. The operation of the system and the safety prompts were explained to the hp, hp was still dissatisfied and requested a replacement homechoice. Tsr made the arrangements for the exchange. There was no pt injury or med intervention indicated at the time of the call.